Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
A display defect was found during testing; there is a black, vertical line in the display. The defect could cause a problem in reading numbers or messages on the display as the line is near the middle of the display. No adverse event alleged. A request was made for the return of the device.